Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. The device was not used per the IFU. The guidewire used in this case was an emboshield filter guidewire which is not a compatible accessory and the IFU includes a caution regarding the use of the guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."

Event description:
The jetstream g3 was advanced to treat a distal lesion located in the superficial femoral artery (sfa). The device was used for a total of 2-3 minutes. After treating the distal sfa, the patient had no reflow in two tibial vessels and required an intervention. The physician used an export catheter and balloon to treat the distal embolization. Upon examination a few days post procedure, the patient was doing well and did not require further intervention.